Event description:
While opening sterile supplies, a foil suture packet was found to have a hole in it after it had been opened to the surgical field. The hole was only able to be identified after the wrap was opened and held up to light to be inspected. It did contaminate a portion of the field and those supplies were replaced. Manufacturer response for suture, surgical, absorbable, polydioxanone, stratafix (per site reporter). Waiting for the manufacturer to complete their investigation.